Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the customer that during preventive maintenance, it was observed that the vapr vue generator was found to have displayed an error code 200. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by dfa. Depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: h4: device manufacture date: the device manufacture date was inadvertently missed in the initial report and has been updated as 10/20/2014. Device evaluation: investigation summary: the device was sent to the service center for repair. Per service manual operational and diagnostic analysis does not confirm the reported issue of error 200. No such error was found in the error log. The unit appeared to have been dropped and the bent back panel was straightened. The scratched top plate and fascia were replaced, along with the necessary keypad membrane, left and right graphic panels, and mitek badge. The missing mounting feet and dust cover were replaced. The corroded 8 way socket was replaced. The ID board had a damaged potentiometer and was replaced. The software was upgraded per the service manual. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. This complaint cannot be confirmed. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. No further information regarding the cause of the reported defect has been provided to help determine a root cause for this failure. This complaint can be confirmed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.